Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER with syncopal episodes. The clinician observed periods of asystole on a surface ECG. The device was interrogated and oversensing on the ventricular channel was observed. The oversensing could not be reproduced with isometrics. An increase in the capture threshold was also noted. The patient was scheduled for an rv lead revision. During the procedure, the physician found that the rv set screw appeared to not have been securely tightened. The device and lead were successfully explanted. Patient was in stable condition.